Event description:
It was reported that the patient experienced heart block. During a procedure to treat atrial fibrillation, pulsed anterior roof and prolonged pr approximately 80-90 milliseconds. The procedure was completed. The farawave 2.0 nav catheter is not expected to return as it was disposed therefore the lot number is not available. It was further reported that the event was observed mid procedure when delivering pulsed field ablation. It was identified by observing the signals after the pulse. The procedure was able to be completed as normal, just did not pulse in that area again. The approach used for the procedure was transeptal with versacross connect. The activated clot time (act) was kept below 300, and protamine was administered after the procedure. The patient was stable throughout the procedure. No further information is available.

Manufacturer narrative:
This report is being submitted to correct and add additional code a2304 in section h6 device codes and add additional code h6 evaluation conclusion codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced heart block. During a procedure to treat atrial fibrillation, pulsed anterior roof and prolonged pr approximately 80-90 milliseconds. The procedure was completed. The farawave 2.0 nav catheter is not expected to return as it was disposed therefore the lot number is not available. It was further reported that the event was observed mid procedure when delivering pulsed field ablation. It was identified by observing the signals after the pulse. The procedure was able to be completed as normal, just did not pulse in that area again. The approach used for the procedure was transeptal with versacross connect. The activated clot time (act) was kept below 300, and protamine was administered after the procedure. The patient was stable throughout the procedure. No further information is available.